Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size is unknown. The common iliac artery was severely tight and frail. It was reported that the pt was not a good candidate for open surgical repair. It was reported that the physician was unable to canculate the left side; the artery was totally occluded. The physician advanced bifurcated stent graft on the right side successfully deploying the device at the intended site. The device was then converted, into an aorto-uni-iliac configuration. Upon removal of the delivery system was right common iliac artery ruptured, and was subsequently repaired. The physician was performing a fem-fem bypass and the pt expired during the procedure.